Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing the contrast and up arrow buttons had intermittent response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The vibration motor was noted to not be working and was determined to be misaligned. The audible alarm function was operational.

Event description:
On (B)(4) 2012, the reporter contacted animas, alleging that the up arrow, down arrow and ok keypad buttons had a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.